Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient got hospitalized due to high blood glucose level on (B)(6) 2026. Blood glucose level was 630 mg/dl and patient got treated with insulin via intravenous (IV) with the duration of greater than twenty four hours.